Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose of 33.3 mmol/l. The customer's current blood glucose was 15.6 mmol/l. Customer also reported that the insulin pump had insulin flow block alarm. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated by syringes. Troubleshooting was done for high blood glucose. The reservoir will be returned for analysis.